Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty when deflating the balloon during removal. The non-rupture method (cut the shaft) was performed, and failed. Finally, the catheter was removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was difficulty when deflating the balloon during removal. The non-rupture method (cut the shaft) was performed, and failed. Finally, the catheter was removed from the patient. Per additional information, the user cut the shaft of the catheter. The catheter was forcibly pulled out from the patient during the removal, the patient experienced bleeding. After the removal, hematuria was observed for 2 days , but no medication was needed because it was naturally healed.

Manufacturer narrative:
Received only the catheter cut into 4 pieces for evaluation. The reported event was confirmed as use-related. The sample was evaluated and observed blockage on the inflation eye. Heavy salt accumulation blocked the inflation eye which lead to difficulty in draining water out of the sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that there was difficulty when deflating the balloon during removal. The non-rupture method (cut the shaft) was performed, and failed. Finally, the catheter was removed from the patient. Per additional information, the user cut the shaft of the catheter. The catheter was forcibly pulled out from the patient during the removal, the patient experienced bleeding. After the removal, hematuria was observed for 2 days , but no medication was needed because it was naturally healed.

Manufacturer narrative:
The sample was evaluated and no pinch or blockage observed. No conditions were found on sample that could be associated with reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that there was difficulty when deflating the balloon during removal. The non-rupture method (cut the shaft) was performed, and failed. Finally, the catheter was removed from the patient. Per additional information, the user cut the shaft of the catheter. The catheter was forcibly pulled out from the patient during the removal, the patient experienced bleeding. After the removal, hematuria was observed for 2 days , but no medication was needed because it was naturally healed.